Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation. The patient reported the enterra ii has not helped and that the current ins has been dead probably since november. The patient reported that they went through the battery very quickly (it depleted so fast,) because it had to be set high for the patient's therapy needs. The patient stated that they felt that they did better when they were using model 3116 and wondered if those were still available for implant? The patient continued that the last 3116 the patient had they were set on 6v on for three (3) off for two (2) and they did really well. The patient continued that the previous 3116 devices worked really well and the doctor at the time would do gastric emptying even after implanting the enterra device (gastric emptying not alleged to be related to the device/therapy). The patient then began explaining their medical history: they stated that they were totally paralyzed. They reported that they had lupus and that they have determined that the lupus caused their gastroparesis. The patient continued with their medical history by stating that they had a torturous colon and that it was the diameter of an earth worm. The patient stated that they were always bringing up bile and that their small intestine was kind of like the colon (not alleged to be related to the device/therapy.) The patient stated that they have been through so much with this. The patient stated that the health care professional (hcp) wanted the patient to poop everyday but the patient could not because of the gastroparesis. The patient stated that the doctor did not want to implant another one. The patient was redirected to their healthcare provider to further address the issue. The patient stated they were considering going to another clinic because they appeared to have a better gastroparesis program. The patient mentioned more unrelated medical history that included them stating that they have survived (B)(6) and sepsis "like 8 times" and septic shock. The patient confirmed this was not related to the enterra therapy, that it was caused by a "tpn" bag. The patient also stated that they have lost their pancreas due to lupus (not alleged to be related to the device/therapy.) No further complications were reported at this time.